Manufacturer narrative:
The pipeline flex embolization device and phenom 27 catheter were returned for. The pipeline flex pusher was found bent at ~186.0cm from the proximal end. The pipeline flex pusher, proximal bumper, resheathing pad, and resheathing marker were found intact. The pipeline flex ptfe sleeves were found in good condition. The pipeline flex tip coil was found bent. The pipeline flex braid was not found with the pusher. The phenom 27 catheter was examined. No damage was found with the phenom 27 catheter hub. The phenom 27 catheter body was found kinked at ~162.4cm from the proximal end of the hub. The phenom 27 catheter body was found separated (cut) at ~164.1cm from the proximal end of the hub. The phenom 27 catheter total length was measured to be ~164.1cm and the useable length was measured to be ~157.5cm. It could not be determined how much of the phenom 27 catheter was separated and missing as the model/lot n umber was not reported. The phenom 27 catheter was flushed, water exited the distal end. An in-house 0.026" mandrel was inserted through the phenom 27 catheter without issue. The pipeline flex braid was not found within the phenom 27 catheter. No other anomalies were observed. Based on the device analysis and reported information, the customer's report of "device opens prematurely" could not be confirmed. The pipeline flex braid was not returned; therefore, any contributing factors could not be assessed. Possible causes of failure include resistance during delivery, high force delivery, operator did not have sheath properly seated in hub of catheter, over-manipulation, pusher was torqued/pulled back during insertion or advancing inside catheter, or user resheaths the device more than 2 times. It was reported there was no friction or difficult during the procedure, and the pusher was not rotated or pulled back. Therefore, the cause could not be determined. Regarding the separation of the phenom 27 catheter the cause could not be determined as the issue was not reported by the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline prematurely deployed in the microcatheter after the doctor resheathed the pipeline. There was no friction or difficult during the procedure, and the pushwire was no rotated or pulled back. A replacement product was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiographic results were good. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the internal carotid artery with a max diameter of 6mm and a 4mm neck diameter. It was noted the patient's vessel tortuosity was normal. Ancillary devices include a phenom 27 microcatheter.